Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the live images were not visible in the flexvision display. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced flexvision pc, dvi matrix switch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a neurovascular planned treatment was performed when the issue happened. The procedure was complete the inspection without any problems. A philips field service engineer (fse) inspected the system and confirmed that the live images were not visible in the flex vision display. After reviewing log file, fse confirmed the issue. Fse found video signals may have malfunctioned. Fse replaced the large monitor control flex vision pc, after replacing the flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.